Manufacturer narrative:
No lot number is available.

Event description:
It was reported by a sales rep that, during an unknown surgery, surgiflo which expired in december was used. This event was found after use. No sample will be returned. There were no adverse consequences to the patient. Additional information was received stating: please confirm that no adverse events occurred to the patient because of the expired product used. Please state if the expiry date was present and readable on the device? Unk. Was the use of expired product intentionally or done by mistake? Yes. What is the name of the procedure? Unk. What was the indication for using the product? Hemostad. Was there any patient consequence? Unk. Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? What is the current condition of the patient? Unk.

Manufacturer narrative:
No lot number is available.

Event description:
It was reported by a sales rep that, during an unknown surgery, surgiflo which expired in december was used. This event was found after use. No sample will be returned. There were no adverse consequences to the patient. Additional information was received stating: please confirm that no adverse events occurred to the patient because of the expired product used. Please state if the expiry date was present and readable on the device? Unk was the use of expired product intentionally or done by mistake? Yes what is the name of the procedure? Unk what was the indication for using the product? Hemostad was there any patient consequence? Unk can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? What is the current condition of the patient? Unk. Additional information is received stating: please clarify, was the surgiflo product used passed expiration date intentionally or unintentionally (please choose one or elaborate on your response)? Maybe unintentionally.